Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds. A new lead was implanted and the patient was then treated with intravenous antibiotics. No additional adverse patient effects were reported.